Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare provider reported "contracture grade 4" against a left side device. Device remains implanted. Patient was treated with "monteleukast-montelair" (r).

Event description:
Healthcare provider reported "radial folds" "small amount of liquid inside the capsule" "enlarged lymph nodes" "calcifications" and "deformity, hardening and pain in the breast" against a left side device.

Manufacturer narrative:
Initial reporter name and address: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "enlarged lymph nodes" "small amount of liquid inside the capsule" "deformity, hardening and pain in the breast."